Event description:
It was reported by the physician's office that they had received call from the patient's mother stating that her son suddenly wouldn't drink fluids and seemed to choke when he tried. She states that patient was seen in the office on (B)(6) 2012 and they did system diagnostics which indicated high impedance with greater than 10,000ohms. The mother didn't report any trauma but says that patient is very active constantly flailing his arms and legs so it is possible that at some point he caused a lead fracture. The office indicated that they would disable the device and likely refer the patient for revision. X-rays were performed but will not be sent to the manufacturer for review. Revision is likely but has not occurred to date.

Event description:
Additional information was received that x-rays were performed on 8/24. The radiologist saw a break in the lead on the films. The films were sent to the manufacture for review. An x-ray review was performed. The generator was seen in the left chest area. The filter feedthru wires appear intact as do the lead wires at the connector pin. The lead pin can be visualized past the second connector block, indicating that it is fully inserted into the generator. A lead break was observed in the lead body near the anchor tether. The electrodes were observed in the neck and appeared to be in proper alignment. Strain relief appeared present and per labeling; however, the tie-down placement does not appear per labeling as a tie-down could be visualized securing the lead body prior to the onset of the strain relief bend. Two tie-downs appear placed lateral to the anchor tether, and the last tie-down appears to secure the strain relief loop. The lead is seen routed down toward the generator and a portion of the lead appears to be behind the generator and could not be fully assessed. The patient was referred for full revision surgery. System diagnostic testing was performed in the or (B)(6) 2012 before surgery and resulted in communication ok, lead impedance high 10,000 ohms, ifi=no. (Old generator)lead was disconnected, receptacle cleaned, reinserted and tightened and the test performed again and (high impedence). A generator diagnostic test was performed communication ok, lead impedance ok, 3956 ohms, ifi=no. The patient had a full revision performed. Additionally it was reported that the patient was doing very well with their vns. Their vns therapy did a great job of decreasing the longevity of his seizures. Since he has had the vns, he hasn't been in the ER for seizures. Their explanted products were returned for analysis. An analysis was performed on the returned lead portion. Note that a portion of the lead assembly (body) including the connector pin / boot section with model and serial number tag was not returned; therefore it was not possible to verify the model and serial number during this analysis and the (+) white electrode were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (-) green electrode quadfilar coil appeared to be broken at the proximal end of the anchor tether. Visual analysis was performed on the connector end of the (-) green electrode quadfilar coil break (found at proximal end of anchor tether) and identified the area on three of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. Visual analysis was performed on the electrode (mating) end of the (-) green electrode quadfilar coil break (found at proximal end of anchor tether) and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. The explanted generator was returned for analysis. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Manufacture reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.